Manufacturer narrative:
Medacta (B)(4) received info concerning 5 cases of revisions of amistem h implants from the same surgeon on (B)(6) 2011, all due to femur fractures. Medacta international received the complaint forms with info on codes and lots involved in the 5 cases on (B)(6)2011. The events occurred during the last year and were not initially reported to medacta. The surgeon decided to collect them together and send a unique feedback. We analyzed the batch records and the x-rays of each case, in particular, for this one: document review. Amistem h femoral stem size 1 - ref. 01.18.131/ lot 093009 ((B)(4) stems produced). All parameters were found to be conforming to specification valid at the time of mfg. Fifty eight stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the x-rays of all the cases, it seems highly likely that the surgeon made almost the same mistake: bad positioning of the implant or bad choice of the size and, both could have led to the fracture. Medacta international is in contact with the surgeon and connected him with other more experienced (B)(6) surgeons to help him better understand how to proceed. On the basis of the data collected, a device involvement is highly unlikely. The five cases are reported with the mdrs from 2011-00066 to 2011-00070.

Event description:
Patient underwent a total hip replacement on (B)(6) 2010. Then she has pain a couple of weeks after the surgery; from the x-rays, detected that her femur fractured. Around the middle of (B)(6) 2010; a revision surgery was performed.